Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for routine follow-up. After the visit, the pacemaker exhibited a battery diagnostics anomaly. When reviewing the session records, the battery longevity gauge said the device was at elective replacement indicator and the longevity estimate was different than the initial longevity estimates at the beginning of the visit. No device intervention was performed. Patient was stable.